Event description:
The account alleged the side rail will not latch. No patient impact.

Manufacturer narrative:
The account alleged the side rail is broken at the upper pivot points. The account replaced the side rail to resolve the issue.